Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effects are a known inherent risk of the procedure and the physical resistance and treatment appear to be related to circumstances of the procedure. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience pro x everolimus eluting coronary stent system electronic instructions for use. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca) with heavy calcification. After pre-dilating the lesion a 2.75x15mm xience prox rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the anatomy. The vessel was very calcified. A dissection was noted in the proximal rca which was treated with a 3x18mm xience prox rx sds. It is unknown if the xience prox stent caused the dissection. Pre-dilatation of the distal stenosis was again performed. Once again the 2.75x15mm xience prox sds was advanced toward the target lesion and failed to cross due to the anatomy. A guide liner was inserted and the 2.75x15mm xience prox stent was successfully placed. A 2.75x33mm xience prox stent was also placed by overlapping with the first stent. There was no adverse patient sequela and no clinically significant delay during the procedure. No additional information was provided.